Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a motor disconnected alarm and the motor stopping was not confirmed. The centrimag motor (serial #:(B)(6)) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 3 days ((B)(6) 2021 per time stamp). Events occurring on (B)(6) 2021 took place during lab testing at abbott. There were no events related to the reported event active in the log file. The centrimag motor was returned for analysis and was evaluated and was connected to the returned and associated centrimag 2nd generation primary console and a test flow probe. There were no alarms active at any point and the motor was tested for an extended period of time at different speeds and flows. No issues were observed, and pump operation was not affected. A full functional checkout was performed, and the motor operated as intended. The reported event was unable to be reproduced. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual (rev. 11) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. 11) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. 11) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including m2 alarms. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer¿s report #3003306248-2021-01084. It was reported that the site had a centrimag motor and console fail while attached to the patient. The console had message motor disconnected after the motor had stopped running.